Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis(ipp) due to the pump not functioning. A patient outcome of no complications after surgery was reported.